Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-125-8-8.0 device of lot number c2066318 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to the user failing to inspect the product prior to use. As per the additional information provided, the user has stated that the device was not inspected before use. The instructions for use states that the product is to be inspected before use for any damage. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: according to the initial reporter, the customer was unable to pass our stent whose external diameter is declared to be 00.79 inch in a guide catheter whose internal diameter is 00.81 , the customer had to use a larger catheter to be able to insert the stent. This complaint captures the user error of device not being inspected before use noted in ¿q5. Was the product inspected for kinks or damage before use? No¿ confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause of user error was established from the available information. The user has not complied with the requirements of the IFU in regard to inspecting the product to ensure no damage has occurred. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-dec-2023.

Event description:
The customer was unable to pass our stent whose external diameter is declared to be 00.79 inch in a guide catheter whose internal diameter is 00.81 , the customer had to use a larger catheter to be able to insert the stent "as per cc form": the customer was unable to pass our stent whose external diameter is declared to be 00.79 inch in a guide catheter (sheathless 7.5fr - asahi) whose internal diameter is 00.81. This complaint captures the user error of device not being inspected before use noted in ¿q5. Was the product inspected for kinks or damage before use? No¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence no covid patient. 1. Are images of the device or procedure available? No. 2. At what stage of the procedure did the complaint occur? Insertion. 3. Details of access sheath used (name, fr size, length)? See attached photo. 5. Was the product inspected for kinks or damage before use? No. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. 12. Was resistance encountered when advancing the wire guide to the target location? No. 13. Was resistance encountered when advancing the delivery system to the target location? No. 17. Did the tip of the delivery system cross the target location? Yes. 19. Was the delivery system damaged/kinked/twisted during deployment? No. The other questions are irrelevant as the stent has not passed through the introducer. Please note: the doctor has successfully performed other procedures with the same devices but with a smaller diameter stent (he has never had any problems with the 6).

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.